Manufacturer narrative:
Device UDI number is unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system¿s camera doesn't see the imaging system¿s tracker or the instrument. It was also stated that the dvd drive was not working. It was noted that the image-guided system (igs) is not used on a training center and not used on patients. There was no patient present when this issue was observed.